Event description:
It was reported that reported that patients spinal cord stimulator leads had multiple contacts out. It was noted that patients implantable pulse implantable (ipg) was replaced for unknown reason. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block d2b: pro code qrb block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 543399, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076102, UDI: (B)(4).